Event description:
The ge oec 9800 fluoroscopy system intermittent boot up issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the cpu needed a single board computer upgrade. No disposition on final fix. Facility was pricing third party service. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.